Event description:
It was reported that the patient had an infection so the surgeon performed an I & d and exchanged the liner and the ball.

Manufacturer narrative:
The delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 39553401 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the devices cannot be performed as the revised devices were retained by the hospital and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.